Event description:
It was reported that the 840 ventilator graphic user interface (gui) display was black. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and resolved the issue. The unit passed all testing and it is operating within the manufacturing specifications.